Event description:
I had baclofen pump. Had surgery it was put in and didn't take it out. Company name is medtronic. I don't know what was put into my body. I am experiencing pain in my both feet like shocking tingling and feet can be made heavy. I just have medical records. I could only take lie detector test to prove I am telling the truth. FDA safety report ID# (B)(4).